Event description:
Patient reports pump screen has gone blue. No interruption to therapy was reported, no adverse event reported due to pc. Defective device is available for return. Pump was replaced. No additional information provided. Serial number unknown. Reported to (B)(6) by: patient/caregiver.